Event description:
On 3/5/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-3602 fibertak tip broke upon insertion into the patient's shoulder. Two pieces from the broken tip were retrieved. The pieces were compared to an identical implant showing identical size and length. An x-ray confirmed that no foreign body was retained. The surgery was completed with a new fibertak. This was discovered during a right shoulder arthroscopy, labral repair vs debridement, possible biceps tenodesis, possible open surgery procedure in (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.